Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all orders were not crossing over to all pyxis devices. A technical support specialist (tss) dialed into the application server and ran a downtime query. It was found that the carefusion coordination engine (cce) xml sent time was delayed, though only by minutes, and no disconnected flags were present. Data sync and external messaging services were restarted. It was noted that the host configuration location reflected a 3-hour time difference. The tss contacted the pharmacy and spoke with the customer, who confirmed that the issue had been resolved, and orders were crossing over successfully. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all orders were not crossed over to all pyxis devices. The customer stated that this malfunction occurred while dispensing the medication and they were unable to remove or issue the medication. However, there were no adverse events or injuries reported based on this event.